Manufacturer narrative:
Evaluation confirmed that one jaw was broken off the instrument. The most likely cause for this kind of damage is stress overload; grasper jaw was used to hold too much weight or device was used for retracting heavy tissue. We cannot confirm.

Event description:
Allegedly, the doctor was performing a laparoscopic appendectomy when he noticed the jaws of the grasper not functioning. He looked at monitor and noted that the jaw had broken off into the patient. He ordered imaging but could not find the piece. He continued with and completed procedure. He then had an x-ray taken of the patient after the procedure where he was able to locate the jaw. He brought the patient back into or and using an already created port from the appendectomy removed the piece by means of laparatomy. Hospital states there was no injury caused to the patient and patient condition was good post op.